Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx closure device was implanted. Post-discharge the patient was on dual antiplatelet therapy. At the 45-day follow-up, a large thrombus was identified on the implanted 24mm watchman flx closure device. The patient was started on coumadin in response to this event.